Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son dropped his insulin pump and the battery compartment broke; a piece of the battery compartment was missing. The son's blood glucose at the time of incident was 425 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the physical damage. The customer dropped the pump while changing out the supplies, and the pump fell onto the tile floor. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads, cracked reservoir tube and missing the end cap sticker.